Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported the customer received a reading from his adc freestyle libre sensor that was believed to be erroneously high. Caller noted that on (B)(6) 2018 at 7:00 pm customer received a scan result of 92 mg/dl but at the time when the reading was received, customer was experiencing ¿shaking, dizzy, weary, sweating and could not get up and walk¿. Paramedics were called and upon arrival received a reading of 38 mg/dl. Customer was treated with glucose via intravenous infusion and transported to a hospital. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caller, calling on behalf of a customer, reported the customer received a reading from his adc freestyle libre sensor that was believed to be erroneously high. Caller noted that on (B)(6) 2018 at 7:00 pm customer received a scan result of 92 mg/dl but at the time when the reading was received, customer was experiencing ¿shaking, dizzy, weary, sweating and could not get up and walk¿. Paramedics were called and upon arrival received a reading of 38 mg/dl. Customer was treated with glucose via intravenous infusion and transported to a hospital. No additional treatment was reported. There was no report of death or permanent injury associated with this event.